Event description:
Pt reports that their remunity pump was off all night [date unknown) due to a previously reported pump issue. Pt turned it back on in the morning, which caused them to black out and be hospitalized for 4 days. Dates of new pump issue, adverse event and hospital admittance and discharge is unknown. It is unknown if pharmacy: troubleshooting occurred for new pump issue. Pt also reports th lost weight and is now 245lbs, so md lowered their remodulin pump rate (due to weight change] while they were hospitalized. Per pharmacy dispensing system, pt reported their weight as 2451bs. On (B)(6) 2023 unknown if md is aware of all events. No further info, details or dates available. Pt filled remunity. Pt started using remunity device (B)(6) 2023. It is unk if the new malfunctioning remunity pump is available for return, as the suspect device serial number was not reported. It is unk which device is malfunctioning. Per the pharmacy dispensing system, the following device serial numbers are currently checked out to the pt for use: (B)(6). The maintenance due dates are unk. Reported to cvs/caremark by pt/caregiver.